Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscope was not getting a 3d image when using a 3d scope causing the image to have duplicated shades of all objects in the monitor. There were no reports of patient harm.